Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00250. The pt received his scs system on (B)(6) 2010 consisting of an ipg and surgical lead. It was reported that his system was explanted on (B)(6) 2011 due to an infection found at the lead incision site. Culture results indicated a (B)(6) for which antibiotics were administered. A consultation with an infectious disease specialist was also scheduled. No further info is available.